Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient need assistance with turning the sensor feature back on. Customer's mother stated that they turned it off last night. The customer was assisted turning it on and reconnect old sensor. Customer's blood glucose at time of incident was unknown.